Event description:
It was reported that the spectra was too short and the patient was not able to penetrate during intercourse. It was also noted that the left cylinder had perforated proximally. The device was explanted and replaced on (B)(6) 2013. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device analysis - one cylinder had a hole in the silicone outer tube from a sharp instrument. Both cylinders functioned as intended.